Event description:
The customer reported to baxter (B)(4) a clearlink system solution set that was involved in a no flow. According to the report, the proximal bung was not flushable. On inspection the bung does not appear to have a problem. Line clamped either side but when unclamped flushes easily. The condition was reported to have occurred during use. No patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4). An actual sample was submitted for evaluation. A visual examination was performed on the sample and found no abnormalities. The sample was then submitted for a delivery test using water and fluid was able to flow through the set. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. After reviewing the results of the tests, it was found that the set worked according to the procedure and the condition of no flow / restricted flow was not detected in the sample. The reported condition was not confirmed and the root cause of this condition was not identified. This device is manufactured for distribution outside of the united states (u.s.); therefore, it does not have a u.s. 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the u.s.